Event description:
It was reported that a patient using the percept communicator for deep brain stimulation therapy experienced multiple issues, including communicator pairing problems, inability to connect via bluetooth, a persistent "not found communicator" error message, and the absence of the blue bluetooth light (only the green light was observed). The communicator was unable to turn off the implanted neurostimulator via the therapy application. Multiple troubleshooting steps were performed, including resetting the communicator several times, attempting to connect and scan the code, clearing the cache, closing all apps, confirming the device was powered on and not plugged into the charging cord, and ensuring the communicator was not on a metal surface. Despite these efforts, the error message persisted and the communicator continued to display only the green light. The patient called back with assistance to ensure proper reset procedures, but the issue remained unresolved. A replacement communicator was requested and expedited for the patient. No patient complications have been reported as a result of this event. Additional information has been received that they received the new communicator but still couldn't connect their handset to their communicator. Patient confirmed that the communicator was not showing a blue light and just showing a solid green light. Agent reviewed general device use and walked patient through turning the communicator off and on, resetting the communicator, plugging the co mmunicator to the charger while pairing the external devices and restarting both devices, but patient still confirmed seeing the not found - communicator screen. Patient confirmed that the blue light was flashing when they turn the communicator on, but then the light comes off. During the call, agent also walked patient through deactivating voice assistant on their handset and had the patient confirm that the correct communicator was connected to the handset via bluetooth settings. Troubleshooting did not resolve the issue. During the call, voice assistant was initially active on the patient's handset and agent had trouble hearing the patient but did their best to document important details of the call.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been captured in b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information has been received that replacement device resolve implant turn off issues.